Event description:
It was reported the pt was unable to recharge the ipg, and a replacement charging system did not resolve the issue. It was reported the ipg may be tilted, which could be causing difficulty communicating between the charging system and the ipg. It was reported the physician may undertake surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.